Event description:
Dr was placing screws from a stryker tray and three of the screws broke. The screws were placed in a specimen cup and taken off the sterile field. Dr notified the scrub techs in the room, as well as the circulator. Screws were saved in specimen cup.